Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the subject device and found that the reported phenomenon was duplicated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, as a result of the investigation, there was the possibility that this phenomenon was attributed to the failure of the pressure sensor mounted on the main board. The cause of the failure of the pressure sensor mounted on the main board is presumed to be due to any of the following process errors. Oxygen entered the device and the electrode of the pressure sensor was oxidized and corroded. The wiring inside the pressure sensor was peeled off due to the oxidation corrosion. Because foreign matter had adhered to the mounting of the component due to a mistake, the wires inside the pressure-sensor had peeled off due to adherence of the foreign matter failure of the pressure sensor mounted on the main board.

Manufacturer narrative:
The subject device was returned to omsc for the evaluation. Omsc evaluated the subject device and found that the reported phenomenon was duplicated and there was no abnormality on the exterior of the subject device. Omsc found the printed circuit board failure which might have caused the reported phenomenon. The exact cause has been under investigation, therefore the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device made the alarm and the power went off during the unspecified therapeutic procedure. The user turned on the subject device again and the alarm sound was made again. The user also reported that it was unknown the alarm indicated what kind of the error. It was occurred at the time when the user was considering to select a laparoscopic surgery or an open surgery. As the result the user completed the procedure with the open surgery. Also the user stated that the reason why the user selected the open surgery was not related to the failure of the subject device. There was no patient injury associated with this report.